Manufacturer narrative:
D3, d8: updated. G4: updated. One sample was returned for evaluation. A review of the lot history showed no nonconformities that could have contributed to the reported complaint. Visual inspection revealed no damage or anomalies. Functional testing confirmed that no leakage was observed. Therefore, the reported complaint of cuff leakage could not be replicated or verified.

Event description:
It was reported that the cuff leaked. The event occurred during use and there was no reported patient harm/adverse event.

Manufacturer narrative:
B3: march 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.